Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(4). Initial notes: customer states b that his pump is not working fine. His blood sugar 350. Inquired what led up to the complaint. Customer response: customer states that he received replacement pump high bg/under delivery t/s per dop114-980. Patient's bg at time of incident: 350 customer's outcome pertaining to the complaint: customer declined to troubleshooting. Advised we will replace the pump. Verified shipping address : saturday* delivered by: 12:00 p.m. Saturday* august 24, 2019 guaranteed ship: (B)(4) cs le/return: (B)(4)